Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause remains unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent an ankle nail revision procedure approximately thirteen months post-implantation due to a fractured nail. New ankle nail components were used to complete the procedure. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 2. Bending or fracture of the implant. Concomitant medical product: catalog number: 14-405026 lot number: 192360 ti-double lead cortical 5.0x26mm screw. Catalog number: 14-405026 lot number: 723930 ti-double lead cortical 5.0x26mm screw. Catalog number: 14-405040 lot number: 590630 ti-double lead cortical 5.0x40mm screw. Catalog number: 14-405046 lot number: 109200 ti-double lead cortical 5.0x46mm screw. Catalog number: 14-405075 lot number: 958600 ti-double lead cortical 5.0x75mm screw. (B)(4).

Event description:
Patient has been indicated for an ankle nail revision procedure approximately thirteen months post-implantation due to a fractured nail. No revision has been reported to date.